Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st (device #2) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1).

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) or an unspecified bard/davol ventrio st (device #2) on (B)(6) 2016 or (B)(6) 2018. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device (s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st (device #1) and the ventrio st (device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st(device #2) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b6, b7, d3, d4, d.6a (date of implant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the ventrio st (device 2). An additional supplemental emdr was submitted to represent the bard/davol ventralex st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) or an unspecified bard/davol ventrio st (device #2) on (B)(6) 2016 or on (B)(6) 2018. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st (device #1) and the ventrio st (device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016 ¿ patient was diagnosed with chronically incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device 1). Per op notes, ¿the umbilical hernia sac was dissected free from the subcutaneous tissue down to the fascia. A large circle ventralex st mesh (device 1) was placed and closed the fascia transversely in a vest over pants fashion using sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent robotic repair with the partial removal of mesh (device 1) and implant of ventrio st mesh (device 2). Per op notes, ¿dense adhesions were taken down. The mesh was secure on the inferior one-half, but the superior one-half had folded back where the recurrent hernia was noted. The folded mesh (device 1) was removed and inferior half mesh (device 1) was left in place. A ventrio st mesh (device 2) was placed and centered over the defect in the midline and secured around perimeter using sutures.¿